Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump's screen has little black dots. Blood glucose value was 91 mg/dl. The customer confirmed he uses the recommended battery type and the device was not dropped or bumped. He stated that the dots had gone away during the call. The self-test was not performed due to the customer being unable to troubleshoot at the time. The insulin pump was not replaced or returned for analysis.